Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: contralateral deflation.

Event description:
Physician reported right side "hole in valve" and crease folding. Device has been explanted.

Event description:
Physician reported right side valve leak and crease folding. Device has been explanted.